Event description:
It was reported in a service report that the a screw fell out of the brake cam linkage, which could lead to a reduction in brake force. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: screw, replaced screw from brake cam linkage.